Event description:
I was prescribed by (B)(6) hospital for infection on my breast. Dose or amount: 2 capsules. Frequency: every 12 hours. Route: taken by mouth. Dates of use: 10 days. Event abated after use stopped or dose reduced: no.